Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery. The customer¿s blood glucose was 107 mg/dl. The customer loaded a cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.